Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported battery power loss and pump error 53 ''software error detected''. Troubleshooting was performed. Advised customer to replace the battery and the new battery also unresolved the issue. Alarm cleared successfully and customer completed rewind ,self test passed.  Customer  is replacing serialized device. No harm requiring medical intervention was reported. The customer will continue using the insulin pump and the pump will not be returned for analysis.

Manufacturer narrative:
Customer returned pump for an alleged pump error 53 and unexpected battery loss found on (B)(6) 2023. Unit passed the self test and displacement test. No alarms occurred during testing. Test p-cap locked into reservoir tube successfully. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alerts were found in the history files or traces on or near the event date. The history download confirmed pump error 53 due to software errors found on (B)(6) 2023 at 07:33:37.00 and 07:33:39.00. The formatted history file confirmed pump error 53 alarm (line number 251 file number 32004; line number 2002 file number 4). Problem isolated to the electronic assembly as per global logic analysis ((B)(6)). Pump was cut open and found a corroded home switch and moisture damage on pcba 2 and the force sensor. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay. In summary, customers alleged pump error 53 was confirmed through the pump history download due to software errors on the motor mcu due to race conditions and the main mcu and moisture damage. Exposed to moisture confirmed on pcba 2 and force sensor. Unexpected battery power loss not confirmed during testing. Or in the history files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.